Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions and due to friable leaflets. Unspecified tissue injury appears to be due to a combination of procedural conditions associated with positioning failure and patient conditions (friable leaflets).tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4 with friable leaflet. The first clip was implanted a2/p2. Another clip (xt) was introduced to further reduce mr; however, upon closing the clip, the posterior leaflet falls out. After multiple grasping attempts, the posterior leaflet (p2) was noted to be damaged. The device was removed and an xtw clip was advanced into the patient. Two grasping attempts was performed but the leaflet tear prohibited a grasp. The clip was removed, and the procedure was aborted. There are no plans for intervention. No additional information was provided.